Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the patient had an unspecified high blood glucose (bg) level recently. They called to ask about the max limits of the basal and bolus for their pump. There was no report of a bg reading exceeding 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 13-mar-2019 device evaluation:the pump has been returned and evaluated by product analysis on 12-mar-2019 with the following findings: a review of the pump histories contains dates from 11-dec-2018 to 19-dec-2018. The black box and histories for the issue reported on 20-mar-2018 have been overwritten due to continued use of the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed basal values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.